Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain and a hematoma at the implantable cardioverter defibrillator site. The hematoma was surgically removed by the physician on (B)(6) 2018 and the patient was stable throughout.

Event description:
New information received reported that the implantable cardioverter defibrillator, right atrial, and right ventricular leads were explanted due to infection. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: the previously reported - device available for evaluation?, returned to manufacturer, and date returned to manufacturer were blank. The correct response is "yes", check/selected, and "nov 8, 2018" respectively. Correction: the previously reported - follow-up type indicated ¿device evaluation¿. The correct information was ¿device evaluation¿ and ¿additional information¿.